Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with ceftazidime injection (1gm, intraperitoneal), meropenem injection (500mg, twice a day, intravenous) and metrogyl injection (100ml, three times a day, intravenous) for the event. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.